Event description:
The complainant reported an over-delivery. The rate was set and failed. The patient received 250ml/hour (feeding rate 120ml/hour). The patient was monitored and the device disconnected.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.